Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
There were no alarms prior to the pump shutting down because the pump did not shut down. However, the display on the pump failed and was left without function due to an imperfect hot bar soldering of the display flex cable during production.